Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced high blood glucose level on (B)(6) 2025 due to infusion set leakage. The leakage was at the cannula site. The infusion set was in use for 2 days. The patient was treated with insulin pump. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.